Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level as the level did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.